Event description:
The following events were noted through a periodic article (abstract) review. A retrospective comparison was performed of long-term clinical outcomes of 204 patients after revascularization. (B)(4) patients were treated with minimally invasive direct coronary artery bypass surgery and (B)(4) patients were treated with percutaneous coronary interventions using the xience drug-eluting stent. The aim of the study was to compare everolimus-eluting stenting with minimally invasive direct coronary artery bypass surgery in the management of patients with proximal left anterior descending coronary artery stenosis (one-vessel disease). Two year follow-up indicated non-inferiority between the two groups for mortalities. The article did not indicate the number of deaths that occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event(s)estimated based on date of publication. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.